Event description:
The patient was in out-patient rehab completing an exercise on a cable column. The cable support ring that covered the link between the cable and the patient handle broke and exposed a metal edge. The patient received a skin tear from the exposed barb. The area was cleaned with alcohol. Bandaid and pressure applied.

Event description:
The patient was in out-patient rehab completing an exercise on a cable column. The cable support ring that covered the link between the cable and the patient handle broke and exposed a metal edge. The patient received a skin tear from the exposed barb. The area was cleaned with alcohol. Bandaid and pressure applied.